Manufacturer narrative:
Evaluation of the returned engine confirmed a low vacuum pressure. During functional testing, the engine was tested with a demonstration canister, and a low vacuum pressure was observed and only two of four vacuum indicator lights illuminated. The engine housing was opened, and no damage was observed to the tubing. Further evaluation revealed that three of the four dampeners were damaged and loose from the base. The root cause of this damage could not be determined; however, the cause of this damage may have contributed to the engines inability to achieve sufficient vacuum pressure. Penumbra engines are inspected at incoming quality control which includes a visual inspection as well as a verification of test results to ensure specifications for each output are met. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left iliac vein using a penumbra engine (engine) and a penumbra engine canister (canister). During the procedure, the hospital staff placed the canister onto the engine and noticed that only three of the four indicator lights around the power button on the engine were illuminated when the engine was powered on. It was reported that the physician attempted to use the engine and canister to aspirate; however, after a few minutes, the physician noticed that the engine was not producing adequate aspiration. To troubleshoot, the hospital staff removed the canister, inspected the lid of the canister, and placed it back onto the engine; however, it was unsuccessful. Subsequently, the hospital staff opened a new canister and placed it onto the engine; however, the same issue occurred. Therefore, the engine was not used for the remainder of the procedure. The procedure was completed using another engine and the new canister. There was no report of an adverse effect to the patient. After the procedure was successfully completed, the penumbra sales representative reconnected the first canister to the first engine; however, the same issue occurred. Subsequently, the penumbra sales representative placed the first canister onto the second engine and noted that the engine worked fine, and all four indicator lights were illuminated.